Manufacturer narrative:
A dental office reported that a hygienist at the facility experienced allergic reaction symptoms after wearing a crosstex ultra sensitive secure fit face mask for the first time. The dental office contacted crosstex to report the reaction and was provided the technical data sheet for mask materials information. Crosstex followed up with the facility for more information on the reported reaction. It was reported the hygienist took benadryl right away and had experienced symptoms of red skin, confusion and irritation, difficulty breathing, swollen tongue and difficulty swallowing. The facility contacted paramedics who provided oxygen. It was reported the hygienist did not experience any lasting symptoms and her current condition is fine. Other personnel in the office have worn the same face masks without any reactions. A review of the device history record indicates the mask was manufactured per crosstex specifications and no issues were noted. Crosstex has not received any similar complaints for this lot. This complaint will continue to be monitored in the crosstex complaint handling system.

Event description:
A dental office reported that a hygienist experienced allergic reaction symptoms, including anaphylaxis, while wearing a crosstex ultra sensitive secure fit face mask for the first time.